Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 21.4 cm to 21.6 cm from the connector pin which breached the insulation. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the dependent patient experienced presyncopal symptoms. The right ventricular lead exhibited oversensing noise which caused pacing inhibition. The lead was explanted and replaced.